Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system revision on (B)(6) 2026, [related manufacturer reference number:3006705815-2026-00709] and [related manufacturer reference number: 3006705815-2026-00710], high impedances were observed. As a result, the lead was replaced to address the issue.